Event description:
It was reported that the coil broke inside of the microcatheter. There were no clinical consequences to the patient. No additional information was provided.

Manufacturer narrative:
The subject device has been disposed.